Event description:
Additional information receivedfrom the patient stated 2 days ago could not get it to work at all. Patient said when she left the hospital she was still under anesthesia, so her husband talked to them and they told him we would not have to charge it for 2 months. So today the communicator started blinking at her before she got out of bed, it was charging now it has the red light showing it was not charged, then patient said it just went off. Patient was very concerned about the communicator light showing the communicator was not charged and expressed a lot of frustration trying to use the equipment, asking how does she even know if it works. Patient re-reported previous information. Patient wanted to know if this thing was working because she did not make it to the bathroom this morning and reported 3 falls since she has been messing with it. The patient was assisted on how to use her communicator and programmer. Initially patient was not aware she needed to power up and power down the communicator (after use) and agreed that she probably did not power it down yesterday after she called manufacturer and used it and maybe that was why it was empty. Patient was successful to use her equipment and confirmed she saw her settings. Patient said the communicator light was orange. Patient said she had recharged it yesterday, then it went empty and she had recharged today and it was still not charged the light was not staying green. This was not an out of box failure. The patient was transferred to repair. Smart programmer communicator never goes from orange to green and when she hits the power button the blue light comes on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to h6 device code - c63034 on initial reg report does not apply. It has now been updated to c63002. Correction to h6 eval code method - 4114 on initial reg report does not apply. It has now been updated to 4117. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported they had the urge to urinate like now. They had changed the setting on the device but didn't see much difference. Patient stated that might have a uti and was on antibiotics. They were still needing to go often and before the urge hits. Patient didn't know of the fall affected the device or therapy. No further complications were reported or anticipated.

Manufacturer narrative:
Correction to h6 on initial report - device code c63030 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported by patient that they got the permanent device the day prior to the report (B)(6) 2019. Patient said they were still under anesthesia and doesn't think anyone told them what to do. They said they had been up all night going to the bathroom, and one time didn't make it. Patient noted it was sudden. One time they said they were rushing and fell and hit their head on the doorway. They hit the bone by eyebrow and have a black eye, and their arm, leg and eye hurt. They said they were so tired they couldn't even think. They also mentioned they;ve fallen several times, they were (B)(6) years old and their balance was gone especially from rushing to the bathroom. Moreover, patient also said they assumed the stim was turned on when they went home but no one told them it wasn't turned on. They said the communicator wasn't charged and the battery was red so they had to plug it in. Patient also said they should have told patient they need to charge it when they get home. During call, patient was given help pairing the communicator to ins and then the phone to the ins. Patient was on program 4 at 2.4 v with stim on. The patient was then walked through how to connect to check setting to make sure it was on. Stim was on. Patient also advised they needed to charge the communicator until the light turned green, and then they needed to charge the controller as well.